Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2009 for bilateral neck and shoulder pain. It was reported that he fell on the device approx two months ago. Since the incident, the pt's stimulation pattern has changed and he allegedly is experiencing difficulty communicating with the ipg. X-rays were taken for further interrogation; however, the results have not been disclosed.